Manufacturer narrative:
Could not duplicate the events that may have caused the reported complaint. The generator was tested and was found to meet or exceed all requirements per the generator test procedure. A dielectric test was performed on the non-bovie speculum that was returned with the generator. The test indicated that there was no breach in the insulation that could have caused the burn realized by the patient.

Event description:
Patient received an internal vaginal burn during a leep procedure. When the speculum was removed a burn on the vaginal wall was detected. Accessories used were a generator, a speculum (non-bovie product). Loop and ball electrodes. A smoke evacuator was also used at the time of the incident.